Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net with non-sustained right ventricular oversensing ¿ nsrvo episodes. Review of the transmission revealed the implantable cardioverter-defibrillator exhibited diagnostics anomaly and was falsely detecting lead noise. The discrimination channel was undersensing ventricular events and labeling arrhythmia as noise. The patient was asymptomatic to the event and in stable condition. The device was reprogrammed.